Event description:
It was reported that during an atrial flutter procedure on a patient with a history of ventricular tachycardia (vt) and a permanent aicd (automated implantable cardioverter defibrillator). The physician confirmed the typical flutter diagnosis ep study and carto mapping. One ablation was performed. When the physician was trying to get the ablation catheter back to the same area as the first lesion, the patient went into vt. The physician took several minutes to diagnose the vt vs. Lbbb (left bundle branch block), during which time the vt degraded to an agonal rhythm. At that time, a code was called and the rescue staff entered in the room and began CPR for several minutes (possibly up to 20 minutes). The patient was recovered and was admitted for observation. The physician¿s opinion regarding the causality of this adverse event was possible-procedure related.

Manufacturer narrative:
Concomitant products: carto 3 system us catalog #: fg540000, serial #: (B)(4). Stockert 70 system us catalog #: s7001, serial #: (B)(4). Cool flow pump us catalog #: cfp002, serial #: (B)(4). Halo catheter us catalog #: d7t20282ct, lot #: (B)(4). Manufacturer reference #:(B)(4).